Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the keypad buttons were intermittently responding to presses. The reporter confirmed that the keypad was intact and there was no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.